Event description:
It was reported that while starting the stent deployment in the sfa, increased resistance was noticed. After three pushes of the trigger it was stopped and the system was removed. Another device of the same size was used to complete the procedure. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a manufacturing-related failure. The eval of the sample returned confirmed that the deployment mechanism had been actively used until breakage of a force transmitting joint occurred when the stent was still loaded in the stent housing. Further use of the deployment mechanism (after breakage of the joint) led to blockage and fracture of a wire component inside the grip. The grip mechanics were found fully functioning. Increased friction between moving parts was considered as reason for excessive release force and subsequent failure of the force transmitting joint. Potential factors that could have led or contributed to increased friction have been considered. Previous investigations of similar complaints have been reviewed to determine the root cause. In this case it was reported that the sfa was calcified but not tortuous. The event reported may also be use related as rough handling may lead to high forces. Based on the information available and the eval of the sample returned, a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replaced with a new unit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.